Event description:
Accumulation of water into (approx 1") extension tubing, water trap, and nasal cannula despite changing the tubing, swivel connector and nasal cannula. Patient reported, he swallowed water while wearing the nasal cannula and using oxygen at 2.5 lpm. Patient did not permit company access to equipment in the home at time of incidence.